Event description:
An implanted screw has been in place in the patient for approximately 10 years and recently the patient has been experiencing pain around the implant. The surgeon attempted to remove the screw but was unable. The screw was shortened at the distal end and left implanted.